Event description:
It was reported that customer's insulin pump alarmed no delivery. Customer's blood glucose was 9.1 mmol/l. The cannula was not bent. Customer rotates insertion sites. Customer is using sure t infusion sets. The device passed the self test. Customer was advised to speak to a nurse about infusion set changes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.